Event description:
Customer reported being hospitalized with high blood glucose. Instructed customer to change site and inject as per md. Troubleshooting performed and pump appeared to be operating as designed.